Manufacturer narrative:
This report is submitted on july 21, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site due to wound dehiscence and was subsequently treated with oral antibiotics (date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.